Manufacturer narrative:
The event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported the a wire break occurred. This comet pressure guidewire was selected. During advancement there was significant torqueing and resistance was met. Prior to crossing the lesion the tip of the wire broke outside of the patient. All parts of the wire were removed. No other device was used to complete the case. No patient complications were reported.